Event description:
One week post-operation following a successful transoral incisionless fundoplication (tif) procedure, the patient complained of a fever. The patient was diagnosed with a left plerual effusion and empyema. The patient tested negative for gram-negative bacteria and was admitted to ICU and fitted with a chest tube.

Manufacturer narrative:
Method: company medical officer and attending physician reviewed the details of the event. The company medical officer (cmo) contacted the attending physician, who described placing a fastener above the diaphragm, which caused the pleural sac issue. The cmo offered suggestions to the surgeon on how to avoid high fastener placement to prevent future incidences. There was no allegation of product malfunction. The patient recovered and was discharged from the hospital the week of (B)(4).